Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up radiation treatment. Upon interrogation, the pulse generator exhibited an error message and could not be interrogated further. There was no emi in the room, and the error message occurred on two different programmers. A device software download was performed successfully and normal functions resumed. No patient symptoms were reported.